Event description:
It was reported that a user of the ilet experienced recurrent low glucose episodes, with a documented blood glucose of 44 mg/dl and subsequent post-treatment hyperglycemia up to 245 mg/dl, attributed to overtreatment of hypoglycemia with oral glucose; the issue reflected an improper method and user handling rather than a device malfunction. The user was educated on the 15/15 treatment approach for low glucose as part of troubleshooting and education. Symptoms included hypoglycemia and hyperglycemia. Outcomes included serious injury with the need for unexpected medical intervention in the form of medication (oral glucose). Investigation included communication with the user, analysis of synced device and glucose data, and review of information provided. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.